Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised right back cane threading is stripped out causing bolt to come out.